Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable alb2 albumin gen.2, astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for one patient sample tested on a cobas integra 400+ analyzer. The initial result was automatically released. The reporter reviewed the result after it was reported which prompted a rerun of the sample. The sample was rerun on another i400 and the results obtained from this analyzer were reported to be as expected and similar to delta checks. A new sample from an IV port was also run and rerun. The initial albumin result from the analyzer at 3:25 pm was 0.0 g/dl with a data flag. The repeat result from the other i400 at 4:02 pm was 4.2 g/dl. The initial result of the new sample at 4:26 pm was 3.9 g/dl. The repeat result of the new sample at 5:05 pm was 3.9 g/dl the initial ast result from the analyzer at 3:25 pm was 1 u/l with a data flag. The repeat result from the other i400 at 4:02 pm was 81 u/l with a data flag. The initial result of the new sample at 4:26 pm was 70 u/l with a data flag. The repeat result of the new sample at 5:05 pm was 72 u/l with a data flag. The initial alt result from the analyzer at 3:25 pm was 1 u/l with a data flag. The repeat result from the other i400 at 4:02 pm was 96 u/l with a data flag. The initial result of the new sample at 4:26 pm was 90 u/l with a data flag. The repeat result of the new sample at 5:05 pm was 92 u/l with a data flag. The repeat results of the initial sample were deemed correct. The albumin reagent lot number is 57005901 with an expiration date of 31-oct-2022. The ast reagent lot number is 57488701 with an expiration date of 31-dec-2022. The alt reagent lot number is 56772701 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The assay's last calibration did not indicate an issue. The qc recovery was within customer¿s established ranges. There is no indication of a performance issue of the reagent. The pre-analytical data did not indicate an issue. The alarm trace indicated a "no fluid detected" alarm. A clot or bubble was noted in the probe. The field service engineer (fse) instructed the customer to prime the fluid system to flush out the probes. He also instructed the customer to rerun the patient samples. The investigation determined that the customer's actions (prime the fluid system to flush out the probes) resolved the issue. No further issues were reported by the customer.